Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. This report is for one unknown two-column distal radius plate. Part and lot numbers were not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. The subject device is still implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported by the patient that she developed a postoperative allergic reaction (skin rash) following the implant of an unknown two-column distal radius plate on (B)(6) 2016. Revision surgery has not yet been planned. This report is for one unknown two-column distal radius plate. This report is 1 of 1 for (B)(4).